Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was close to 400 mg/dl and insulin injections were administered in an attempt to lower the bg level. The customer was taken to the emergency room (ER). The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with fluids and an insulin drip. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. During troubleshooting with tandem technical support, the pump history was found to be missing for the dates (B)(6) 2017 through (B)(6) 2017 and the customer had no profiles in the pump. The contact stated that the only thing the history showed during this time frame was an incomplete alert was received on (B)(6) 2017 and the contact did not know if the customer inadvertently was on the bolus screen too long. The contact did not believe that this alert impacted the bg level. The contact did not see that the pump had shutdown or reset. The customer was to use insulin injections to manage diabetes.